Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a head trauma which happened approximately 1 year prior. When the trauma first occurred the user's hearing performance with the device was good, but then the hearing performance declined until one month ago when the user hardly had any hearing perception with the device. There have been no changes in the user's health or medication. The user will be re-implanted. However, no date has been set yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a head trauma which happened approximately 1 year prior. When the trauma first occurred the user's hearing performance with the device was good, but then the hearing performance declined until one month ago when the user hardly had any hearing perception with the device. There have been no changes in the user's health or medication. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a head trauma which happened around (B)(6) 2019.